Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode. The area was later described as a yeast infection. It was reported that a nurse recommended applying cornstarch to the area. During a follow up, it was reported that the skin irritation had healed.